Manufacturer narrative:
Medical device problem code (B)(4): use after expiration; (B)(4): indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the procedure was performed to treat a lesion in the right renal artery and an aneurysm was noted. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, the graftmaster was intentionally used due to the emergent need. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating an expiration date (use by date) of 31-may-2021. The product was used after expiration as it was reported the procedure occurred on 2021. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the IFU states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right renal artery. Dilatation of stenosis was performed with an unspecified 4x20mm balloon catheter; however, an aneurysm was noted. A 4.0x19mm graftmaster rx covered stent was deployed successfully at 16 atmospheres in the mid right renal artery. Additionally, it was noted that the deployed covered stent was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.